Event description:
It was reported that the right ventricular (rv) lead impedances after implant were greater than 9999 ohms. The impedance measurements have since stabilized to readings of 300-400 ohms. It was also reported that there has been an increase in thresholds over the last year. The device has had to be reprogrammed to maximum outputs on the rv lead for safety margin but the patient paces less than one percent in the ventricle. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.